Manufacturer narrative:
Product evaluation showed the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection. Dents and dielectric breakdown were observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A clinic reported that during a thermage treatment, on the 864th rep, a spark occurred at the tip. The tip was inspected both before and after the spark was noted, but not throughout the treatment. The reporter did note a dented surface and black spot on the tip. This is the first time the tip was used. The patient experienced non-serious red spots on their face and neck. They were given bacitracin and hydrocortisone ointments, and have recovered without scarring.

Manufacturer narrative:
Tip and data log information indicated a potentially different date of event than the date reported by the doctor's office. However, it is most likely that the cpu battery is starting to fail, causing the internal clock of the system to lose time and show an inaccurate date. A review of the manufacturing records showed all requirements were met. Service confirmed damage on the tip membrane along the radio frequency (rf) trace. Investigation found sparks from tip membranes are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace. This causes arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, this tip damage likely caused this event.